Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used the device, but there was air leakage during inserting 5 mm instruments. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Obturator inserted through the sleeve. The analysis results of the (B)(4) found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism; therefore no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 29.8 mmol/l, 8.4 mmol/l, and 7.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.